Event description:
The customer reported that on (B)(6) 2012 elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated from an access 2 immunoassay system for one patient sample. The erroneous initial accutni result was reported outside of the laboratory. The patient was admitted to the hospital due to the initial elevated accutni result. This initial result was discrepant to a biosite triage meter troponin result and additional cardiac markers. An additional sample was drawn and tested, generating a result within the normal reference range of the assay. Subsequently the original patient sample was repeated six times on the same or alternate instrument, generating results that were all consistent to each other, and within the normal reference range of the assay. Other patient assay results were not in question as part of this event. The test samples were collected in lithium heparin tubes. The samples were centrifuged at room temperature prior to testing. Beckman coulter inc. Assessment of customer provided instrument performance data indicated that the instrument assay quality control results recovered within the customer's established specifications on the day of, and after, the event. System checks results met specifications.

Manufacturer narrative:
Service was dispatched to the site for this event. Service performed an instrument performance verification. All results passed and no hardware problems were found. No cause has been determined for this event.